Event description:
It was reported that there was a blurry image during procedure.

Manufacturer narrative:
Alleged failure: cracked distal lens. The surgeons and asc manager are saying our scopes are too fragile. They¿ve only used stryker over the years so they¿re comparing these stryker scopes with older stryker scopes. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the scope did not have a crack or any cracks observed on the scope or within the quality of the image. There are cosmetic observances throughout the scope however, there was no crack on the distal lens of the scope as per the customer's complaint. The product was returned for investigation and the failure mode will be monitored for future re-occurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image during procedure.